Manufacturer narrative:
This is an initial report. The meter has been requested for investigation. A f/u report will be sent when prod investigation is complete. It should be noted: precision xtra meters will display an error 6 message when customers attempt to use expired test strips.

Event description:
Customer's nurse reported a customer rec'd an error 6 message on the display of their precision xtra meter, was not able to test and subsequently lost consciousness. Paramedics were called and transported the customer to the hosp, where a reading of 30 mg/dl was obtained on the physician's meter. He was diagnosed with a stroke and treated with an IV of unspecified solution and "appropriate" medication. The progression of these occurences is not clear. The error code 6 was a result of the customer attempting to use expired test strips. There was no report of death or permanent impairment associated with this event.